Event description:
It was observed during the device inspection, that the bronchovideoscope exhibited distal end plastic cover burned. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information is added to the following fields: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be that the high energy endo therapy accessories (laser, high frequency accessories, etc.) May have used with insufficient distance from distal end, which led to the suggested event. User may detect the suggested event by handling device in accordance with the following IFU. Inspection of the endoscope. The following states cautions on use of high energy endo therapy accessories. 4.3 using endotherapy accessories. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.